Event description:
After an emergency uterine artery embolization pt immediately went into a menopausal state. To date pt's menstrual cycle has not been restored. Additionally, pt began experiencing cold extremities, (legs, feet, hands) even in summer's warmth. Pt also senses some memory loss, and bone aches and pains.